Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of over two seconds. Further evaluation and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported.